Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user did not access the refrigerator due to failed hardware. A field service engineer checked and found the stations smart remote manager had failed, but nothing was listed in the recovery tab. Manually opened the refrigerator door with the customers permission and forced the smart remote manager to fail. After that, the refrigerator was listed for recovery, and fst had the customer perform the recovery. Everything worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an icon appeared at the top of the screen stating, ¿hardware failed¿ and the fridge could not be accessed due to the hardware failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex f.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an icon appeared at the top of the screen stating, ¿hardware failed¿ and the fridge could not be accessed due to the hardware failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.